Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx system - halo was implanted into the patient during an obtryx transobturator sling procedure performed on (B)(6) 2012 to treat stress incontinence. As reported by the patient's attorney, after the insertion of the device, the patient had experienced erosion, pain, urinary incontinence and urinary urgency. The patient underwent division of mid-urethral sling on (B)(6) 2016 due to obstructive voiding. On (B)(6) 2017, the patient had hydrodistention via rigid cystoscopy on due to psychogenic voiding dysfunction. Boston scientific has been unable to obtain additional information regarding the event to date.